Event description:
Discordant turbo intact parathyroid hormone results were obtained on two patient samples on an immulite 1000 instrument. The discordant turbo intact parathyroid hormone results were reported to the physician(s), who questioned them. The samples were repeated on the same system. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant turbo intact parathyroid hormone results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data and replaced the syringe pump, probe and tubing. The cause of the discordant turbo intact parathyroid hormone results is unknown. The cse successfully ran quality controls. The system is performing within specifications. Further evaluation of the device is not required.